Event description:
It was reported that errors 160 gas forced infusion (dgi) and error 131 fluidic occurred with patient involvement. Through follow-up we learned that the problem occurred during the phacoemulsification procedure, the procedure was completed in the same visit. No issues with the patient, no medical or surgical interventions were performed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable. Veritas is not an implantable device. Section d6b: explant date: not applicable. Veritas is not an implantable device; therefore, not explanted. Section e1: first/given name: unknown, as information was requested but not provided. Section e1: last name: unknown, as information was requested but not provided. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section h3: field service engineer was on site and could not duplicate the reported issue. System is performing to specifications. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.